Event description:
The patient came in for the 6 month follow up reporting pain and the cause is unknown. The surgeon suspects a subsided stem and it is not yet confirmed if the patient will be revised. There are no other info available.

Manufacturer narrative:
No further information could be provided, therefore no detailed investigation could be completed.